Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 09nov2017. As stated in the initial report, replacement hardware was shipped to the customer and is listed below. The potential impact to a patient has been reviewed and the risk level has been assessed as medium (non-serious injury). A replacement hemo pc fru was shipped to the customer on 12oct2017 (RMA #(B)(4)). The faulty unit was returned to merge healthcare on 24oct2017 for evaluation. The results showed that the unit failed diagnostics testing, the old hard drive was wiped of phi (personal health information), a new hard drive was installed, and then software was reloaded. A replacement v2 4p link assembly was shipped to the customer on 12oct2017 (RMA #(B)(4)). The faulty unit was returned to merge healthcare on 24oct2017 for evaluation. The results showed that the returned unit was "filthy." It was cleaned and refurbished, ran for twenty-four (24) hours without issue, and passed all tests. Upon receipt of the replacement hardware noted above, the customer divulged to merge healthcare that these components were placed in a different lab, cath lab 2, because the site had experienced freezing in that lab as well. In addition, the serial adapter card was taken from the faulty unit in lab 4 and then placed in the new unit that had a pre-installed lava card. Information obtained from the customer revealed that the freezing issues in cath labs 2 and 4 occurred during procedures; all data on the screen was frozen so the medical staff brought in third party monitoring equipment to capture EKG and bp for both instances. The staff proceeded with the procedures and used manual charting to complete the procedures successfully. The data was added to the chron log at a later time. The customer then requested replacement hemo monitor for the site's cath lab 4. A replacement hemo pc fru was shipped to the customer on 19oct2017 (RMA #(B)(4)). The faulty unit was returned to merge healthcare on 03nov2017 for evaluation. The results showed that the cyber serial card was replaced with a lava brand card. The hard drive was wiped of phi (protected health information), was then reloaded with software, and ran for one (1) week without issue. A previously conducted internal investigation ((B)(4)) found that older serial cards have caused connection issues in the past as some customer sites. In order to proactively eliminate this issue, any hemo monitor that is returned with an outdated serial card will be replaced with lava brand cards. A review of the customer's hemo case management within merge healthcare's internal database found that the site called in again on 10apr2018 to report a similar issue in their cath lab 3. No other calls have been made by the customer for a similar issue since that time. No further actions are anticipated at this time due to the issue being readily apparent to the user, the non-serious impact to a patient, and the indication that replacement hardware corrected the customer's reported issue. Revised information contained in this supplemental report includes the following: h6 - evaluation codes: methods code: 10 actual device evaluated. Results code #1: 3213 interoperability program (a problem with the mechanical, electrical, or communication interface between two or more separate devices or components) [used for hard drive and serial card failures]. Results code #2: 646 dust or dirt problem (a device that experienced problems due to dust or dirt that has adhered to its surfaces) [used for condition of returned link assembly]. Conclusion code #1: 13 device difficult to operate [used for hard drive and serial card failures]. Conclusion code #2: 51 maintenance deficiency (device problems that result from improper routine or preventative maintenance) [used for condition of returned link assembly]. H10 - indication of additional manufacturer information is contained in this follow-up report.

Manufacturer narrative:
The customer was shipped replacement hardware but not all items have been returned to merge healthcare for evaluation. For this reason, (B)(4) (conclusion not yet available-evaluation in progress) was used. A supplemental report will be submitted when all the information is available. (B)(4).

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the hemo monitor froze in the site's cath lab 2 and lab 4. Information obtained from the customer revealed that the issue has occurred during procedures causing a delay in care while preparing third party monitoring equipment to complete the procedures. The date of occurrence for the cath lab 2 was not provided by the customer. However, the issue in cath lab 4 has been reflected in date of event. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. However, the procedures were completed successfully using a third party monitoring system capturing EKG and bp (blood pressure). (B)(4).